Event description:
Related manufacturing ref: 3005334138-2022-00598. During the procedure, two leaks were noted at the hemostasis valves. During introduction of the non abbott transseptal system (baylis), leaks were noted with 2 sheaths. Following transseptal access, the procedure was completed with a non abbott catheter (medtronic flexcath) with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.